Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the biomed was troubleshooting the arctic sun device, it did not cool the water and would not take water. Per email response received on (B)(6) 2022, technical support explained how the alert 116 (patient temperature 1 not changed) could happen and proceeded with running a functional check. The device was able to cool and heat and was also able to take up water, but it didn¿t need it. Biomed said they would return it back to the floor. The device was in use on a patient but there was no reported injury. It was unknown if the patient completed therapy on the device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device was operating appropriately per biomed evaluation after contacting tech support. Technical support explained how the alert 116 (patient temperature 1 not changed) could happen and proceeded with running a functional check. The device was able to cool and heat and also able to take up water but it didn¿t need it. Biomed said they would return it back to the floor. Device was in use on a patient but no reported injury, it was unknown if patient completed therapy on device. Tech support asked him to remove the pads he had and ran a functional check, device worked fine. It is known that the device did meet specifications and it is unknown if the device was influenced by the reported failure. The device was in use on a patient. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore, a device history record review was not required. As the reported event is unconfirmed, labeling/packaging review is not required. Corrections: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that when the biomed was troubleshooting the arctic sun device, it did not cool the water and would not take water. Per email response received on 09feb2022, technical support explained how the alert 116 (patient temperature 1 not changed) could happen and proceeded with running a functional check. The device was able to cool and heat and was also able to take up water, but it didn¿t need it. Biomed said they would return it back to the floor. The device was in use on a patient but there was no reported injury. It was unknown if the patient completed therapy on the device.